Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the reservoir had air bubbles. The customer¿s blood glucose level was 192 mg/dl at the time of the incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found reservoir no air bubbles anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger.